Event description:
It was stated that the patient had an infection of at the area of the previous generator site incision. The area was cleaned out.

Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed the wrong date. The correct date is (B)(6) 2017.

Manufacturer narrative:
Device evaluated: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient lost a lot of weight, and that his vns generator started coming through the skin on his chest. Any required interventions for this issue have not been conveyed to the device manufacturer to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's infection was in the chest and neck area.

Event description:
On 08/17/2017, it was reported that the patient recently had a complete removal of the vns.